Event description:
Trying to deploy perclose device for impella device. Device got stuck in the artery wall. Couldn't remove it. Patient went to vascular surgery. Given the pre-existing right femoral iabp (intra-aortic balloon pump) insertion, I removed the iabp under direct fluoroscopic visualization with a wire through the side port. I then placed a 9-french sheath to obtain a femoral angiogram. The arteriotomy was immediately superior to the bifurcation. I then placed one perclose without difficulty. Upon placing the second perclose, the footplate became entrapped in the arterial wall. Attempts to intentionally open the footplate, advance it, then close the footplate was unsuccessful. Vascular surgery was immediately notified. Given the ongoing situation, I then switched to the left femoral access to place the impella.